Manufacturer narrative:
Account has replaced both the head hi/low down and the emergency trendelenburg valves and did not resolve the issue. Technician asked account to swap the head hi/low up valve and if issue remains to replace the manifold. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head hi/low is drifting.